Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they had a consult with a dentist who advised the patient that byte aligners will not work for their teeth. A letter of recommendation was provided. In the letter the dentist states, clinical finding of previous byte aligners could not close space properly, upper 1-1 ipr needed to close space properly. Lower anterior crowding, lr1 needs mesial root control. Treatment recommendations, ipr upper and lower to close space properly, estimated treatment time 10 months. This patient is contraindicated due to crowns and previous root canal treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.